Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer inserted a new battery two or three times but the device would not boot back up. The patient's blood glucose at the time of incident is unknown; however, the patient experienced recent blood glucose values in the 500 mg/dl and 560 mg/dl ranges. The patient treated their high blood glucose via manual insulin injection. During troubleshooting for the blank display anomaly, the customer confirmed that the device had not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty motherboard. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked battery tube threads and minor scratched display window.